Manufacturer narrative:
The reported event could be confirmed. More detailed information about the complaint event (x-rays and patient's activity level) as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
Patient's husband called stating his wife had a left foot surgery done on (B)(6) 2017. Husband stated mris showed the plate broken in half, the plate was removed on (B)(6) 2018. During removal of plate the surgeon noticed the bone was healing incorrectly, therefore patient was not implanted with another plate.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Patient's husband called stating his wife had a left foot surgery done on (B)(6) 2017. Husband stated mris showed the plate broken in half, the plate was removed on (B)(6) 2018. During removal of plate the surgeon noticed the bone was healing incorrectly, therefore patient was not implanted with another plate.